Event description:
The international customer reported the ventilator battery failed. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. The manufacturers service technician confirmed the reported problem. The service technician reported the battery was replaced to address the reported problem. Final checkout was performed with no fault recurrence reported.